Event description:
Patient undergoing robotic assisted radical parametrectomy and upper vaginectomy with resection of pelvic mass. Circulator accidentally plugged the fenestrated bipolar forceps cord into the monopolar slot on the valley lab esu. The instrument immediately fired causing a thermal injury to the patient's bowel, which had to be oversewn.